Event description:
New information noted that the physician suspected the loss of capture on the patient's left ventricular lead to be due to complicated patient anatomy. No further intervention was going to be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's left ventricular lead exhibited no capture. Programming changes were made to deactivate the lead. No further intervention was reported. No adverse patient consequences were reported.